Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective generator board. The cause of the defective generator board is possibly related to the following: a defective tr1 transformer on the generator board (permanent error). A defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A defective peak rectifier on the generator board (permanent error). A missing drive signal for the output stage of the generator board (permanent error). The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The olympus representative reported (on behalf of the customer) that the hight frequency unit "esg-400" encountered error e433. The issue was found during reprocessing and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.